Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the monitor totally lost functionality and it was not able to turn on.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that surgeon monitor was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon monitor was not working. The issue resolved by replacing the surgeon monitor. There was no patient present when this issue was identified.